Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in a supply line of a homechoice cassette without an alarm. This occurred during initial drain of peritoneal dialysis therapy. The patient was connected at the time of the event. The patient stated that an air was going to one of the supply bags they had hanging. Renal therapy services assisted the patient in removing the cassette. Rts advised the patient to discard all the supplies and restart with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.